Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioflex meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter stopped powering on at 11:30 am on (B)(6) 2016. She indicated that she had changed the batteries twice and the meter would not power on when pressing the ok button or when inserting a test strip. She reported that as a result, she was unable to test her blood glucose levels. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that approximately 4 hours later, she developed symptoms of ¿shakiness and frequent urination¿ which she associated with hyperglycemia. She denied receiving any additional treatment for her symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The meter did not turn on manually with a button press. Based on the information provided, the meter¿s batteries did not need to be replaced. The cca confirmed that the patient was using the correct test strips. The cca walked the patient through inserting a new test strip per owner¿s manual, but the meter did not turn on. The issue could not be resolved with training and remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.